Event description:
It was reported that the remaining battery longevity was 8 months at the last device check. At recent device check, the remaining battery longevity was 1.2-1.5 years. The device was re-interrogated showing battery longevity was 5.7 months. Battery voltage trend was examined, and the results showed that depletion was normal. There were no adverse health consequences to the patient. The device is being monitored.